Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was replaced two weeks ago because it completely stopped working in the middle of the night. Customer stated that they woke up this morning and it did the same thing. Customer does not want to do further troubleshooting. Customer stated that the pump alarms only 7 minutes before it completely shuts off and then it needs a battery change. Customer is not able to hear the alarm during the night and woke up with a blood glucose reading of 15.0 mmol/l. Customer has an ulcer in his foot and needs his blood glucose to be controlled in order to fully recover. Customer stated that the pump completely shuts down because of the cold when he went hunting. Customer noticed that it shut off completely on his way home and after an hour drive, it came back up again. Customer had a low battery warning in the alarm history but he did not hear the alarm. Customer had a power loss alarm and the pump passed the self-test. The pump will be replaced.